Event description:
During treatment with human collagen, the needle completely separated from the syringe. Neither pt nor practitioner were injured. This event is being reported because of the potential for injury should the event recur.